Manufacturer narrative:
Product testing could not be performed since no product was returned for evaluation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient¿s right eye and it would not unfold. Therefore, the iol was extracted (cut out) immediately and is not available for return. The replacement lens was a pcb00 25.0 diopter iol. The procedure was completed successfully using the back-up iol. The patient is doing well. There was no incision enlargement and no vitrectomy. No additional information was provided to abbott medical optics.